Manufacturer narrative:
Device evaluation: analysis of the patient¿s lead found the lead body was cut through and segmented, but no significant anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that ¿no further issues have been reported¿ and the issue was considered resolved as of (B)(6) 2018. The cause of the issue was undetermined.

Manufacturer narrative:
Other applicable components are: product ID 977c265, serial#: unknown, implanted: (B)(6)2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that following the implant of their lead, the patient ¿complained of low back pain when the patient came out from general anesthesia.¿ MRI and CT imaging tests were performed at that time, after which the patient was transferred to the intensive care unit (ICU) where they ¿complained of abdominal pain.¿ it was noted the patient was given a sedative drug at that time and was placed under monitoring for one hour, however, the patient¿s status did not change. Since the patient¿s hcps ¿could not exclude that either nerves around the abdomen or bowel (intestinal canal) nerves were possibly damaged by positioning the electrode conductors in t10-t12 of the vertebral body, the reported lead was removed.¿ it was noted that while the lead was cut and removed, the patient¿s ins remained implanted at the time of report. The patient was placed under observation at that time. The patient¿s ¿physician did not suspect that the event was related to the removed lead,¿ however the ¿physician requested an investigation just in case.¿ the severity of the event was unknown. There were no external factors reported to have caused or contributed to the event. It was unknown whether the issue was resolved at the time of report. It was noted the patient¿s indication for device use was pain in their left shin. There were no further complications reported or anticipated.